Event description:
Infiltration of contrast during cat scan, air going into arm. Arm swelling and throbbing - feels like it is going to explode. Black dye seeping out. Tech had to hold injector so swelling would go down. Event very painful. Left wrist hurts from wrist to elbow. Xray done. Pt referred to ortho. Cartilage damage.